Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were observed. No blood was observed on the device. The silicone insulation on the cold jaw was partially torn away from the tip. There was no detachment observed. No other nonconformance was observed. Based on the condition of the device, the reported complaint was not confirmed for "break" but confirmed for "peeled jaw." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws came out of box broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws came out of box broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.